Event description:
It was reported that an unspecified number of syringe 20ml s/t bns experienced product damage/deformation with the item still considered operable noted prior to use. The following information was provided by the initial reporter: the customer reported that a 20ml syringe was found cracked upon opening the package. Therefore, a new kit was used instead. The customer provided a photo of the cracked syringe. The customer returned one plastic 20ml syringe. The returned syringe was visually and microscopically inspected. Visual and microscopic inspections revealed that a crack was present at the bottom of the barrel near the luer slip. No defects or anomalies were found with the plunger.

Manufacturer narrative:
Investigation: one (1) sample and three (3) photos were received from the customer for investigation. The sample was visually examined and was found to have a crack near the tip of the barrel. The crack extends completely through the wall of the syringe barrel. There is also evidence of stress marks in the syringe barrel near the edges of the area by where the crack has occurred. Three (3) photos were provided by the customer. All three (3) photos show magnified views of the syringe tip area. The crack in the syringe barrel is evident in all three (3) photos. Based on the presence of stress marks in the syringe barrel near where the crack occurred it appears that a hard object struck the syringe barrel, after it was formed, with enough force to crack the barrel and create a hole in it. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 20ml s/t bns experienced product damage/deformation with the item still considered operable noted prior to use. The following information was provided by the initial reporter: the customer reported that a 20ml syringe was found cracked upon opening the package. Therefore, a new kit was used instead. The customer provided a photo of the cracked syringe. The customer returned one plastic 20ml syringe. The returned syringe was visually and microscopically inspected. Visual and microscopic inspections revealed that a crack was present at the bottom of the barrel near the luer slip. No defects or anomalies were found with the plunger.